Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, this was disassembled, and it was found that the shutter is out of place since the nuts were outside of it and it was adjusted. The engineer proceeded to install the console again after nothing broken was verified. The device passed full functional testing and no further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error messages resulted from a shutter loose, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to maintenance was assigned to this investigation.

Event description:
It was reported that during a procedure, the console displayed error 152 (laser deck - shutter test fail), error 153 (laser deck - shutter not closed) and error 154 (laser deck - shutter not open). The procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.